Event description:
When taking a blood glucose test, customer walked away from the meter and when returning, the meter had shut off. It was reported when customer turned meter back on, the code 539 that coincides with the test strip appeared on the screen and he thought it was his glucose reading. Reporter stated then taking 20 units of insulin around 4pm and taking a nap till about 6pm and customer's wife was then unable to wake him up. Reporter indicated customer's wife was able to give customer a few sips of soda however he was unable to walk and was incoherent. It was stated customer's wife took a result of 57mg/dl around 6:30pm and again at 6:45-7:00pm after customer had been give 1/2 of soda and some chocolate which then resulted in glucose of 190 mg/dl. Reporter stated when looking in the device memory, there is a result of 520mg/dl , however, is now uncertain whether the number on the screen was the code number or result. No medical treatment was sought or received. A request was made for the return of the suspect device and replacement product was sent.